Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a connection failure and color bars remained after being plugged in. The issue was identified during preparation for the use of the therapeutic procedure. There was an approximate delay of five (5) minutes. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test due to a tiny puncture on the cable insulation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a connection failure and color bars remained after being plugged in. The issue was identified during preparation for the use of the therapeutic procedure. There was an approximate delay of five (5) minutes. The procedure was completed using a similar device. There were no reports of patient harm.